Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient was extremely irate with a blood glucose (bg) over 400 mg/dl . Patient was very confused and difficult to communicate with. Further troubleshooting determined that patient's basal rate was set to 0.225 instead of 0.625 - patient insisted that prescribed basal is 0.625. Customer support assisted patient in changing this setting and attributed the excursion to training/misuse, as the basal settings had been incorrectly programmed by the user. Patient required no unusual treatment and remains on pump. This complaint is being reported as the patient experienced hyperglycemia related to user error.